Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touchscreen was cracked and required replacement; blood glucose was not impacted, and the user understood that no data transfer would occur and that the original device must be returned. Symptoms included no reported clinical effects. Outcomes included no alerts or alarms and no medical intervention. Investigation included product assessment through complaint handling and arrangement of device replacement. Investigation of this case revealed a damaged display component consistent with physical damage to the screen; no device malfunction affecting therapy was indicated. It was concluded, based on previously established findings for similar reports, that the cause was user handling or external mechanical damage unrelated to device performance.